Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: the primary procedure of gmrs was done in 2004. Revision surgery was carried out on (B)(6) 2026 due to suspected tibial loosening. However, when dr kc wong open the joint capsule, massive and extensive metallosis was seen around the prosthesis. When we try to impact a new 80mm extension piece, we found that the male taper was much larger than the female taper of the ext. Piece. We struggled that if we need to remove the in-situ stem since we had no idea why the taper looked different. Somehow a nursing staff suggested that part of the female taper of the in-situ 80mm ext. Piece might be peeled off and coldwelded to the stem's male taper. Therefore the surgeons tried to use metal cutting device to cut a bit on the taper. Finally we managed to take away the peeled off part and exposed the original male taper of the stem but it extended the surgery for almost 3/4 hours. Conclusion is that extension piece might have a failure trunnion.